Manufacturer narrative:
Device evaluation:no device related issues were reported. The pump was not explanted for evaluation. A correlation between the device and the reported event of expiration due to lung damage could not be conclusively determined.a review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information:an autopsy was not performed, therefore, the pump will not be returned for further evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient was put on ECMO 10 days after implant. The patient died 5 days later. The surgeons, along with the family decided to withdraw support due to irrecoverable lung damage.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.